Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after the onset, the patient started treatment with injection tazopip (4.5 gram, twice a day and route of administration not reported) for peritonitis. Tazopip therapy was ongoing at the time of this report and the patient was recovered. Pd therapy was ongoing. No additional information is available.